Event description:
It was reported that when the asymptomatic patient presented for a routine generator changeout, lead noise was observed on the right ventricular lead. The noise was intermittent and difficult to reproduce. Following a successful dft test, noise was visible.the lead was capped and replaced without adverse consequences to the patient.

Manufacturer narrative:
Device not returned. (B)(4).